Event description:
The customer reported that the shaver handpiece would not function when plugged into the console. There was no report of injury or surgical delay with this event.

Manufacturer narrative:
Investigation results: the shaver handpiece was received and evaluated. The investigation did not confirm the customer's reported problem. Further investigation found that the device activated on its own when connected to the console. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no injuries associated with this failure mode.